Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 12, 2007. Evaluation summary:one used unit was received containing no solution. Upon receipt, the unit was visually examined for sins of abnormality; however, none were found. Subsequently, per procedure, a flow test was performed on the unit for 19.2 hours. At the end of the flow test period, the unit produced the following flow rate (ml/hr): calculated normalized (2.5%) specification rangebasal 1.80 1.84 1.75 -- 2.25bolus 1.83 1.88 1.75 -- 2.25 the flow rate was found to be within the specification range and therefore, the device performed as expected. A review of all records related to the manufacture of lot 04n025 has been conducted, which revealed no evidence of defects related to the reported condition during inspection, testing and manufacturing of the lot. The manufacturing facility has been made aware of this report through baxter's complaint handling system. The manufacturing facility will continue to monitor similar incidents for possible trends.

Event description:
National complaint coordinator (ncc) reported an alleged overinfusion that occured on a device during patient use. The device was filled with 72ml of 5-fu and 20 ml of normal saline. The infusion was received through intravenous injection. It was expected to end after approximately 30 hours; however, duration of infusion was 60ml/15hr. The device was not used prior to this incident. There were no reports of injury or medical intervention related to the reported condition.